Manufacturer narrative:
This report is submitted on april 14, 2020.

Manufacturer narrative:
This report is submitted on march 13, 2020.

Event description:
Per the clinic, the patient was having difficulty achieving external magnet retention. The internal magnet was replaced on (B)(6) 2020 as it was believed that the magnet had flipped. It was not confirmed that the magnet had flipped.